Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The patient's activated clotting time (act) levels were over 250s and 10000 i.e of heparin was administered. During the procedure the physician recapture the device two times for an better position. The procedure was completed successfully. A few ours later, the patient had circumferential pericardial effusion and tamponade. A pericardial punction was performed. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.